Manufacturer narrative:
Device had blank white lcd due to cracked lcd controller. Device had missing segments due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had white display. No pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.